Manufacturer narrative:
(B)(4). G2: japan visual examination of the provided pictures identified the head and bearing disassembled, with significant damage noted to the outer spherical surface and rim of the bearing. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on. Subsequently, the patient was revised six (6) months post implantation due to disassembly of the implants. Cause is unknown and there were no contributing factors or conditions. No further event information is available at the time of this report.